Event description:
The treating doctor reported that the patient had symptoms of infection of tooth #15 and extraction of tooth #15. It is unknown if the patient required any medical intervention to alleviate the reported symptoms. It is unknown if the patient was prescribed any medication to alleviate the reported symptoms. It is unknown if the patient is continuing to use the aligners and the patient's current condition is unknown.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - existing dental restorations (e.g., crowns or bridges) may become dislodged and require re-cementation or, in some instances, replacement" and "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that the potential root cause of this event could have been an infection (according to the treating doctor's comments). Align's clinical assessment of available records indicate that the patient had a crown on tooth #15 that was incorrectly adjusted to the tooth surface before the use of the aligners, and patient had swollen gingiva around the crown. This event is being filed as an MDR as the treating doctor reported that the patient had symptoms of tooth extraction (serious injury) and the invisalign system aligners were being used.